Event description:
It was reported that the right atrial lead dislodged. The lead helix could not be extended when attempting to reposition the lead. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.